Event description:
It was reported to boston scientific corporation that an rx cholangiogram kit was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure the sponge was dislodged from the cap and was stuck in the working channel of the scope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The reported lot number did not match the upn; therefore, the manufacture date and expiration date are unknown. Reported event of sponge detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.